Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a transmitter not found message. No additional patient or event information is available. Data was provided for evaluation. The reported transmitter not found message was confirmed via data. The root cause could not be determined. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.